Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7026292, UDI: (B)(4).

Event description:
It was reported that the patient was no longer getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure, and the patient was doing well postoperatively. The explanted devices were not returned per facility policy.